Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported an unresponsive keypad. Customer stated the battery was replaced but the issue persists. The customer's blood glucose was 155 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump had an intermittent button response due to moisture to keypad traces. No display anomaly noted. Insulin pump had a cracked case near lcd window corner, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address and serial number label.